Manufacturer narrative:
(B)(4). It was reported that a patient underwent a pulmonary vein isolation ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a thrombosis requiring medication (heparin). In addition, char was observed on the catheter tip after attempting to apply radiofrequency with irrigated catheter without irrigation hooked up and flowing through the catheter. The returned device was visually inspected and it was found in normal conditions, char was not observed on catheter tip. The catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the clot might be related to the lack of usage of heparin during the procedure. The instructions for use indicates the treatment of intravenous heparin when entering the left heart during ablation and to maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: carto 3 system (model# m-4800-01 serial# (B)(4)) event description continuation: the instructions for use of the catheter states to avoid thromboemboli, intravenous heparin should be used when entering the heart during ablation. In addition, always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter.

Event description:
It was reported that a patient underwent a pulmonary vein isolation ablation procedure for atrial fibrillation with a thermocool&#59411;smarttouch bi-directional navigation catheter and suffered a thrombosis requiring medication (heparin). During the procedure, a right atrial clot was confirmed via ultrasound. The patient then received heparin therapy. The clot was no longer visible via ultrasound. It was noted that the clot may have attached itself to the eustachian ridge. The procedure resumed. The patient had a normal immediate post-procedure recovery. There is no information regarding extended hospitalization. There is no information regarding the patient's current status or if the patient has exhibited any neurological symptoms since the procedure was completed. The physician's opinion regarding the cause of the adverse event is that it was related to the catheter not being irrigated after being inserted into the patient's body. Char (burnt blood) was observed on the catheter tip after attempting to apply radiofrequency with irrigated catheter without irrigation hooked up and flowing through the catheter. The physician considered the amount of char to be excessive. It was reported that the customer/user forgot run a continuous heparin flush to catheter after insertion into the patient. The catheter had been flushed prior to insertion into the patient, but irrigation was not open and flowing through the catheter after insertion into the patient. As a result, the catheter would not flush due to a clot that had formed in the inner lumen of the catheter. The generator was set on standard manual thermocool smarttouch settings. Temperature limiter error populated due to lack of flow through the catheter. The temperature issue was resolved by replacing the catheter. At the time of the event, no anticoagulant or saline had been used.